Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there were many time that the patient had to put the antenna over the implant and made sure the stimulation was turned off. Even when the stimulation was off, the patient could sometimes still feel it, even though they knew it was off. This was only sometimes. Information regarding cause of event and patient outcome has been requested.